Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the pump had intermittent power. The reporter noted there was no evidence of moisture in the pump and she was able to securely tighten the battery cap. The issue was not resolved. The technical support representative contacted the patient to obtain information and troubleshoot the pump, however was unable to reach her by telephone. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - ice evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 012 with the following findings: the black box showed evidence of power on resets. There are no alarms related to the complaint in alarm history. The battery cap returned with the pump and was able to fully tighten, with no visible yellow o-ring showing. The pump was exercised for 24 hours with returned battery cap, no power loss or rebooting was duplicated. A battery cap functional test was performed; no battery cap connection defects were observed. There was no evidence of moisture. The complaint was verified in history but could not be duplicated during the investigation. Unrelated to this complaint the display lens was found to be scratched and the keypad symbols were worn.